Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy once at home and again while waiting for a device check in the emergency department. Interrogation revealed smart pass had disabled, and there were two untreated and two treated episodes showing small amplitude r-waves and myopotential noise. Troubleshooting was performed but the morphology change was not able to be reproduced. The patient was hospitalized for further troubleshooting and x-ray evaluation. The device was reprogrammed from the primary vector to the secondary vector. Additional troubleshooting was performed with patient movements and postures and the data was submitted to technical services for review. The smart pass episode showed a sudden drop in amplitude and non-physiologic noise. The shock episodes also showed a sudden decrease in amplitude that resulted in noise oversensing and wandering baseline. Non-physiologic artifact was observed that was consistent with mechanical artifact from a lead integrity issue or connection issue. S-ecgs from troubleshooting showed some r-wave amplitude variation in primary and alternate, and presence of myopotential noise that was appropriately discarded during pectoral contractions. Technical services recommended additional troubleshooting steps for reproducing the mechanical noise and x-rays to assess electrode integrity and connection between the device and electrode. Additional information was received after the new troubleshooting was done. The field representative reported they were unable to recreate the artifact. X-rays showed no lead damage or connection issue. Technical services reviewed the x-ray and noted acute bend in electrode exiting device header; this could cause mechanical stress. The device was programmed to secondary. Continued monitoring was recommended at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy once at home and again while waiting for a device check in the emergency department. Interrogation revealed smart pass had disabled, and there were two untreated and two treated episodes showing small amplitude r-waves and myopotential noise. Troubleshooting was performed but the morphology change was not able to be reproduced. The patient was hospitalized for further troubleshooting and x-ray evaluation. The device was reprogrammed from the primary vector to the secondary vector. Additional troubleshooting was performed with patient movements and postures and the data was submitted to technical services for review. The smart pass episode showed a sudden drop in amplitude and non-physiologic noise. The shock episodes also showed a sudden decrease in amplitude that resulted in noise oversensing and wandering baseline. Non-physiologic artifact was observed that was consistent with mechanical artifact from a lead integrity issue or connection issue. S-ecgs from troubleshooting showed some r-wave amplitude variation in primary and alternate, and presence of myopotential noise that was appropriately discarded during pectoral contractions. Technical services recommended additional troubleshooting steps for reproducing the mechanical noise and x-rays to assess electrode integrity and connection between the device and electrode. Additional information was received after the new troubleshooting was done. The field representative reported they were unable to recreate the artifact. X-rays showed no lead damage or connection issue. Technical services reviewed the x-ray and noted acute bend in electrode exiting device header; this could cause mechanical stress. The device was programmed to secondary. Continued monitoring was recommended at this time. Additional information was received. The following month, at a different hospital, this s-ICD and the associated electrode were explanted and replaced with a new s-ICD system. Visual inspection during the procedure found no evidence of a fracture or connection issue. The new device was placed more posterior. A new induction test was performed successfully where the induced vf was appropriately detected and converted with a 65 joule shock, with an impedance measurement of 72 ohms and a time to therapy of 15 seconds. No additional adverse patient effects were reported. The explanted products were returned and are undergoing laboratory analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, or inappropriate shock therapy. Additional detailed analysis was performed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor, resulting in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy once at home and again while waiting for a device check in the emergency department. Interrogation revealed smart pass had disabled, and there were two untreated and two treated episodes showing small amplitude r-waves and myopotential noise. Troubleshooting was performed but the morphology change was not able to be reproduced. The patient was hospitalized for further troubleshooting and x-ray evaluation. The device was reprogrammed from the primary vector to the secondary vector. Additional troubleshooting was performed with patient movements and postures and the data was submitted to technical services for review. The smart pass episode showed a sudden drop in amplitude and non-physiologic noise. The shock episodes also showed a sudden decrease in amplitude that resulted in noise oversensing and wandering baseline. Non-physiologic artifact was observed that was consistent with mechanical artifact from a lead integrity issue or connection issue. S-ecgs from troubleshooting showed some r-wave amplitude variation in primary and alternate, and presence of myopotential noise that was appropriately discarded during pectoral contractions. Technical services recommended additional troubleshooting steps for reproducing the mechanical noise and x-rays to assess electrode integrity and connection between the device and electrode. Additional information was received after the new troubleshooting was done. The field representative reported they were unable to recreate the artifact. X-rays showed no lead damage or connection issue. Technical services reviewed the x-ray and noted acute bend in electrode exiting device header; this could cause mechanical stress. The device was programmed to secondary. Continued monitoring was recommended at this time. Additional information was received. The following month, at a different hospital, this s-ICD and the associated electrode were explanted and replaced with a new s-ICD system. Visual inspection during the procedure found no evidence of a fracture or connection issue. The new device was placed more posterior. A new induction test was performed successfully where the induced vf was appropriately detected and converted with a 65 joule shock, with an impedance measurement of 72 ohms and a time to therapy of 15 seconds. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.